Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they wanted to decrease stimulation because it felt too high, it felt like the stimulation was stinging. The patient decreased the amplitude from 2.5 v to 2.3 v and noted that it was comfortable. No further complications were reported or were expected.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had been leaking more. Patient had tried increasing the setting, however when they tried they reported the system went crazy and the stimulation was too strong. Patient was redirected to follow-up with their healthcare provider to schedule a device check and reprogramming. Patient also reported a bump to the right of the ins, on their right side. Patient called and reported a return of symptoms, leaking more, and a bump near the ins. No further complications were reported or anticipated.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor . It was reported that patient had uncomfortable stim. She increased stim from 1.5 to 1.7v on the morning on this report and felt the stim. Stim did not feel like it was too much and she left it at 1.7v. Patient stated it could take as much as two hours before stim went away. It was more than usual and she left it to see how long stimulation feeling lasted. Patient stated after a while it was still bothering her and confirmed it felt like a needle or a pen was poking her. Patient further stated that feeling had gone away and she was no longer feeling that now. It was noted that in the last two days she was experiencing pain across her back; from left hip going all the way across her back(in the middle of back) and she wanted to know if the stimulator maybe causing this. Patient confirmed therapy was on during the call. On april 12, patient reported that reported she increased her amplitude and it was kind of strong. It was hurting but she left it and thinking it would go away but it didn¿t. Patient thought she might have increased it too high. Patient confirmed therapy was on the day of this report. It was indicated that decrease amplitude eliminated the uncomfortable stim. On april 18 2017, patient further reported that she had a ¿shocker¿ when using the restroom and she all of sudden got pain on the right side. It was indicated that she had stim on 1.9. There was literally a big hard bump, the side of a quarter or more on her right side, more into the buttocks area that was really sore. Patient reported pain and bump were not in the same area as her implantable neurostimulator (ins) and she did not think it was related to the device. Patient stated this was a "shocker" because she was surprised when she saw it. She thought there was a sticker in her pants on the left side, but when she looked she didn't find anything. The "sticker" feeling was gone the next morning and then when she used the restroom she felt it a little bit then and just right now during the call. Patient stated everything was working fine before this morning and now she had things going on, on both of her sides that she did know what they were. There were no further complications that have been reported as a result of this event.